Event description:
Baxter int'l coord received report from customer on this set. Customer reported the female luer adaptor is loose. Loose connection was found during pt use, blood backflow occurred. No pt injury has been reported at this time. No additional pt info is available at this time. Samples have been discarded by the hosp.